Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they woke up in the middle of the night due to their implantable cardioverter defibrillator (ICD ) alerting. The patient stated that during their last device check, their right ventricular (rv) lead impedance was "on the high side" and they believe the alert was for the impedance threshold being exceeded. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up with the patient's clinic revealed that the patient's pacing impedance was low and not high. The lead remains in use and will be monitored.